Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report an intermittent out of range signal that occurred on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. The complaint device was returned for evaluation on (B)(6) 2015. The device passed exterior visual inspection. Global transmitter functional testing resulted in no failures. The reported fault could not be reproduced. The customer complaint could not be confirmed. A root cause could not be determined.